Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A surgeon reported that the system froze with no system message displayed. Additional information has been requested.

Manufacturer narrative:
Additional information is provided. The system was examined and the reported event was replicated. The hard drive was replaced to resolve the issue. The system was tested and found to meet product specifications. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on october 5, 2011. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported event can be attributed to a nonconforming hard drive to address the issue then tested the system and found it to meet specifications. However how or when it became nonconforming cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).